Event description:
Reporter alleged the customer obtained discrepant back to back blood glucose results of 56, 105, and 549 mg/dl when all testing was performed on the advantage system 2 mins apart. Reporter stated the customer was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.